Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the architect syphilis tp assay. The following results were provided for a (B)(6) year old male undergoing preliminary testing in preparation for in-vitro fertilization (s/co): (B)(6). Retested at another facility using a different lot number: (B)(6). The specimen was tested with other methods as follows: elisa - (B)(6); tppa - (B)(6); rpr - (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, inhouse testing, design history record review, in-house testing, a search for similar complaints, and a review of labeling. Return material was provided. The return sample was tested using a sensitivity testing protocol with lot 82301li00, as the lot in question was not available. The sample was reactive upon inhouse testing. Additionally, the sample was also tested using the mikrogen recomline treponema igm/igg method to provide additional information for the customer. The results were negative using this method. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. Tracking and trending did not identify an adverse or non-statistical trends. A sensitivity testing protocol was executed using lot 78144li00 met acceptance criteria and determined the reagent is performing acceptably. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect syphilis tp reagent, list number 08d06 was identified.